Event description:
It was reported that the customer was hospitalized several occasions for low blood glucose. The spouse stated that the customer was unresponsive and paramedics were called and took her to the hospital. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.